Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The absolute pro instruction for use (IFU) states: lesion / stricture and vessels / bile ducts should be pre-dilated using standard pta technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. Additionally, it warns: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. In this case, it could not be determined any of the IFU deviations caused or contributed to the reported difficulties. The investigation determined that the reported difficulties are due to case circumstances. It is likely that the distal sheath was entrapped within the heavily calcified lesion preventing further deployment and contributing to resistance with the thumbwheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified external iliac artery. No pre-dilatation was performed and an 8x60mmx135cm absolute pro vascular self expanding stent system (sess) was advanced. Resistance with the heavily calcified lesion was noted and deployment of the stent was attempted. The physician felt that the calcium in the artery was obstructing the sess and thought that the tip of the catheter was being pinched down due to calcification not allowing the stent to deploy from the sess. Resistance was felt with the thumb advancer and the thumb advancer became stuck. The stent was not able to be deployed. The sess was removed from the patient anatomy without resistance and the stent was noted to have deployed approximately 2 cm. An omnilink stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.